Event description:
It was reported a patient presented for elective replacement interval (eri). Loss of capture and loss of sensing were seen on the ventricular channel of the pacemaker only on the bipolar setting. The patient underwent radiation in april which the physician believes might have affected the device's sensing and pacing. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was discharged.

Manufacturer narrative:
Final analysis found the field events of failure to capture and failure to sense were not confirmed. Visual inspection, thermal and mechanical testing did not find any anomalies. Analysis of device image indicated that a false eri was triggered due to exposure to emi. Longevity assessment was performed in field settings, and device was in normal range of operation at explant with appropriate remaining longevity.

Event description:
It was reported a patient's pacemaker presented with no capture and no sensing. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was discharged.